Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Event description:
The customer reported via phone call that they did not receive alerts for their low blood glucose if they turned off the alerts for high blood glucose. It was found the customer was receiving alerts, but they did not sound. The customer also reported receiving an error message that they had to clear twice. The customer also reported having issues with the escape button. Customer had to press the button several time to enable a response. Customer's blood glucose was around 201 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.